Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 24, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass/breast cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture, right sided rupture, bilateral breast cysts, and bilateral breast masses post procedure. The capsular contracture was diagnosed through a physical examination. The capsular contracture was accompanied by pain, hardening, and displacement of the implant. The rupture, breast cysts, and breast masses were detected through magnetic resonance imaging. As a result, replacement with mentor gel was performed on (B)(6) 2024. The right sided issues were reported initially under 1645337-2024-03380. On april 29, 2024 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.